Event description:
Reportable based on device analysis completed on 08mar2023. A 106x50cm ekos endovascular device was selected for use in a unilateral ultrasound-accelerated thrombolysis (usat) procedure. While in the intensive care unit (ICU), there was a catheter cross connection error, but the issue could not be resolved through troubleshooting. Additionally, there was a leak at the right coolant port that could not be solved. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts. No patient complications were reported. However, device analysis revealed that the drug luer leaked.

Manufacturer narrative:
Device eval by manufacturer: the ekos endovascular device was returned for analysis. Microscopic visual inspection of ultrasonic core revealed some kinking at 45cm and 91cm. The infusion catheter also showed a pinch at 4cm. It was also noticed that the drug and coolant luers displayed cracking. The device was tested for leaks. It was noticed that the device leaked from the drug and coolant luers where the cracks were present. The device did not leak from the manifold luer.